Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to reported shocks followed by non-sustained ventricular tachycardia (nsvt) episodes containing noise. Upon review, the therapy events appeared appropriate. Review of the nsvt episodes revealed oversensed noise with pacing inhibition greater than two seconds. The patient did not appear to be pacer dependent, thus it was unclear whether there were any symptoms. It was noted that lead integrity may have been a factor, as the lead was over 19 years old and rv pace impedance measurements were in the upper 200 ohms range. It was noted that the patient was currently hospitalized and intubated. This ICD system remains in service, and the field representative planned to discuss this with the physician. No additional adverse patient effects were reported.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to reported shocks followed by non-sustained ventricular tachycardia (nsvt) episodes containing noise. Upon review, the therapy events appeared appropriate. Review of the nsvt episodes revealed oversensed noise with pacing inhibition greater than two seconds. The patient did not appear to be pacer dependent, thus it was unclear whether there were any symptoms. It was noted that lead integrity may have been a factor, as the lead was over 19 years old and rv pace impedance measurements were in the upper 200 ohms range. It was noted that the patient was currently hospitalized and intubated. This ICD system remains in service, and the field representative planned to discuss this with the physician. No additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to lead fracture. It was noted that the threshold measurement was 4v @ 0.4ms, and stored episodes revealed noise. Noise was reproducible with isometrics. The implantable cardioverter defibrillator (ICD) was also explanted and replaced during the same procedure, with no associated allegations. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.